Event description:
Infinity enteral pump has had multiple alarms with various error codes that has caused pt to missed multiple feedings and had to be fed by bolus feedings. Alarm. This pump had received the updated 3.14 version prior to pt use. The 3.14 software version was designed to alarm when the pump detected under / overdelivery as part of a 2008 field correction.